Manufacturer narrative:
Medtronic received the following information from a journal article entitled; arterial stiffness assessed by cardio-ankle vascular index in patients with abdominal aortic aneurysm and its alterations after treatment mylonas sn, moulakakis kg, kadoglou n, et al. Vascular and endovascular surgery. 2021;55(8):804-810. Doi:10.1177/15385744211023281. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and talent stent grafts and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following adverse events were reported; myocardial infraction patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to a death.